Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump had a cracked case on battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 14.4 mmol/l. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.